Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the ndi camera polaris spectra was not getting connected in the hardware connect screen. After restarting and the cable connections were reset, the issue was not resolved. This was noticed during set up, and the procedure was performed, with a delay of less than 30 min, changing it to a manual procedure. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h3, h6: the ndi camera polaris spectra, part number pfsr200027, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that patient impact beyond the reported 0-30 minute surgical delay, abandoning the navio¿ system and subsequent use of manual instrumentation to perform the procedure would not be anticipated as manual procedure/standardized instrumentation is an approved surgical technique and no patient harm was alleged due to the reported event. The current patient status is unknown. No further medical assessment could be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Refer to the navio surgical system user´s manual (500196 rev f) page 23, section ¿preoperative preparation¿, ¿connecting the cables¿ for proper connection of the ndi camera polaris spectra. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose cable/connection to the camera. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.